Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d12 added. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), potential adverse events and complications that may occur with the use of the gore® tag® thoracic branch endoprosthesis include, but are not limited to, thrombosis, endoprosthesis occlusion, and reoperation. Additionally, the IFU notes that the presence of heparin on the gore® tag® thoracic branch endoprosthesis side branch component is not intended to serve as an alternative to the surgeon¿s chosen intraoperative or postoperative anticoagulation regimens. H.6. Investigation findings for analysis of production records: code c21 updated to code c19 h.6. Investigation conclusions: code d16 updated to code d15.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a zone 2 thoracic aortic dissection using gore® tag® thoracic branch endoprostheses. A gore® tag® thoracic branch side branch component was implanted in the patient's left subclavian artery. There were no reported issues observed on final angio. Or at the close of the procedure. On (B)(6) 2023, follow-up CT imaging was performed and it was observed that the side branch component had thrombosed. Reportedly, there was no pinching observed on the side branch component, and no apparent obstruction that may have caused or contributed to the thrombosis. It was further noted that the thrombosis was not suspected to be related to the device, that the patient had been non-compliant with taking post-operative anti-coagulants, and that the patient was an active non-prescription drug user. The non-compliance with post-operative medications/instructions was suspected to have contributed to the event. It was reported that the patient is scheduled to undergo a carotid-subclavian bypass for treatment of the thrombosed side branch component.

Manufacturer narrative:
Patient weight: asked but unavailable cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Concomitant medical products and therapy dates: asked but unavailable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.